Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fiber-optic cable port was faulty, with the port described as broken and unable to accept the cable. There was patient involvement; however, no injury or harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fiber-optic connection was found to be in good condition. Probes were connected and tested, and the fiber-optic system performed as designed per OEM specifications, with all values within acceptable limits in the presence of the customer. The customer also confirmed that the sensor functioned properly when used on another device. The iabp was returned to the customer in good working condition and deemed safe for clinical use.

Manufacturer narrative:
(B)(6).